Event description:
The customer reported the rad-g was "powering on and off on its own." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Internal inspection revealed metallic shorting inside the on/off power button created an electrical short across the button resulting in the button being electrically pressed, even when not it was not physically pressed. This can result in the device unexpectedly powering on and off on its own.